Event description:
The initial reporter questioned elecsys troponin t gen 5 stat (troponin t gen 5 stat) results for one patient whose samples were tested on a cobas e411 disk. The patient had a serial troponin t ordered. All of the results of the serial troponin t were reported outside of the laboratory. The nurse called a couple of hours later and questioned the result from the second sample as it did not match the surrounding results. The patient samples were then rerun on the analyzer. The patient samples were blood typed and reran for the second time on their other e411. The patient samples were again rerun for the third time on the analyzer. The first sample with ID 4029724 collected at 2:41 am, had an initial result of <6 ng/l from the analyzer. The first repeat result from the analyzer was <6.0 ng/l. The second repeat result from the other e 411 was <6.0 ng/l. The third repeat result from the analyzer was <6.0 ng/l. The second sample with ID 4029723 collected at 3:32 am, had an initial result of 31 ng/l from the analyzer. The first repeat result from the analyzer was <6.0 ng/l. The second repeat result from the other e 411 was <6.0 ng/l. The third repeat result from the analyzer was 6.0 ng/l. The third sample with ID 4029722 collected at 5:16 am, had an initial result of <6 ng/l. The first repeat result from the analyzer was 32 ng/l. The second repeat result from the other e 411 was <6.0 ng/l. The third repeat result from the analyzer was <6.0 ng/l. The result of <6.0 ng/l is a translated result from their laboratory information system (lis). The results of <6.0 ng/l were deemed correct. The reagent lot number is 57731601 with an expiration date of (B)(6) 2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on 05-apr-2022 did not indicate an issue. The qc recovery was noted to be within -2sd. There was no indication of a performance issue of the reagent or instrument. The cause of the event could not be determined. A general instrument or reagent problem could not be identified.